Manufacturer narrative:
This device is not distributed in the united states so the 510k number is blank. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of the following complaint: "foggy image, moisture under led cover glasses. " that was observed in the operating room, before use in the (B)(6) region, involving pentax medical video colonoscope model ec38-i10cf2, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The endoscope will be repaired as part of the service repair order.